Event description:
Customer reported issues related to temperature alarms 10 and 11 on the pump while in use. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The pump was confirmed to be under warranty, and cts decided to proceed with replacing the pump. Customer, while traveling in (B)(6), was advised to use the current pump cautiously until the replacement arrives, with arrangements made for shipping the new pump to a suitable location and instructions given for returning the faulty pump. There was no immediate backup therapy available.